Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal and iliac aortic aneurysm. The proximal aortic neck was angulated 90 degrees. It was reported that during the index procedure, the external iliac artery was unexpectedly covered by one stent length as the endurant ii was misidentified. The physician stated that when the bifurcation of endurant ii position was confirmed, the c-arm should have been adjusted to the caudal location however, it was actually confirmed from front side, so the bifurcation must have been situated at rather proximal side. The physician implanted another manufacturer¿s stent was implanted to prevent limb occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: aortic neck angulation.